Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. It was also reported that the site had a lump and was painful. The patient was taken to the emergency room and a doctor was able to drain the infection. The patient was prescribed 2 different antibiotics (doxycycline hyclate 100 mg 1 capsule twice per day, and cephalexin 500 mg twice per day). The patient was released on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.